Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-26851. It was reported the pt is experiencing overstimulation in the groin area, however; is not receiving stimulation on the left side. Lead diagnostics revealed multiple low impedances. Reprogramming was initially able to resolve the issue. Follow up info identified the pt continued to experience overstimulation and ineffective stimulation. An x-ray was taken and confirmed one of the leads had migrated. The pt underwent surgical intervention to remove and replace the leads. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.